Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 18.0, 15.0, 10.0, 13.0mmol/l. Tests were done within 20 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.